Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. Data was provided for investigation but does not reflect the full investigation window. Confirmation of the complaint was undetermined via data. The probably cause could not be determined via data.